Event description:
It was reported by the sales rep that the product was used in a laparoscopic cholecystectomy. It was reported that one half of the jaw broke off of the instrument and fell into the pt. The surgeon "looked" for the broken piece but could not find it. It was not mentioned that an x-ray was performed to locate the piece of instrument. The foreign body remains inside of the pt but there were no other consequences. The rep has picked up the product to send back for analysis.